Event description:
It was reported during implant of the pacing lead, when the right atrial (ra) lead was implanted it felt very stiff. The patient had severe atrial fibrosis, and during multiple attempts to screw the helix to find a suitable position, it was found that the rotational force applied to the lead's tail end was not effectively transmitted to the tip. Upon removing the lead and testing it outside the body, it was discovered that the lead tip could not be fully screwed out. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.